Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, two of the collection tubes had insufficient negative pressure; only about 1.5 ml of blood in one tube, and 1 ml in the other tube. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, two of the collection tubes had insufficient negative pressure; only about 1.5 ml of blood in one tube, and 1 ml in the other tube. No patient impact reported.

Manufacturer narrative:
H.6 investigation summary: material #: 367983. Lot/batch #: 3153025. Bd had not received samples or photos for evaluation. Therefore, twenty (20) retention samples were subjected to a draw test for low or no draw and the issue relating to underfilled was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfilled. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.